Manufacturer narrative:
The screw was returned and evaluated by product engineering. Visual inspection confirmed the screw broke at the neck where the screw head transitions into the shank. The cut of the break is flat and clean, consistent with the screw being subject to excessive torque. Review of labeling: possible adverse events bending, disassembly, or fracture of implant and components.

Event description:
On (B)(6) 2024, a patient underwent spinal surgery utilizing seaspine's northstar oct posterior cervical fusion system. When trying to remove a screw, it broke at the neck. The screw shank was left implanted. No patient injury was reported.